Event description:
The end user reported that for a few years now, she had a superficial wound that is pink at the base and is approximately 20 millimeters in size and has no drainage. She stated that she treats the area with topical silver nitrate weekly, which was prescribed by a colorectal surgeon one year ago. She mentioned that a few years ago a dermatologist did a biopsy of the area and found it to be benign and made no diagnosis. She further mentioned that she is frequently reassessed by the local ostomy nurse who suggested to try a flat wafer.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted. Reported to the FDA on (B)(4) 2015.

Manufacturer narrative:
The product associated with batch 4l00989 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).